Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event could not be reproduced and no problem was found with the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported bulb issue. The lamp light output measured within specification. The lamp has enough amount of thermal grease, and the lamp turns on and off normally with no fault found. Additionally, the olympus lamp life meter was reading below 50 hours which is within specification. The scope socket condition is okay, and the igniter iris cable are up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the evis exera iii xenon light source bulb keeps burning out. The customer reported that the device keeps burning out the bulbs as it was already replaced four times. There was no harm or user injury reported due to the event.